Event description:
The customer called to report that she has been experiencing high blood glucose of 340 mg/dl after activating the pod on (B)(6) 2012. Her bg was measuring at 295 mg/dl when she decided to deactivate the pod. She also noticed the cannula was not inserted and appeared to be bent. The adhesive pad also feels damp.

Manufacturer narrative:
The product was not returned for eval. We are unable to assess any product condition. The user reported the cannula didn't look like it inserted properly and also appeared to be bent. This condition could potentially interrupt insulin delivery and may lead to hyperglycemia. The omnipod user's guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hrs after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," and "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid-action insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." Qualification records were reviewed and the product lot met all acceptance criteria.